Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, "if you need to replace your transmitter, you will need to enter the new transmitter ID into your pump".

Event description:
It was reported that the customer received a failed transmitter error. No additional patient or event information was available. Reportedly, the wrong transmitter ID had been entered into the pump. Customer entered in the correct transmitter ID and was able to resolve the issue.